Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a procedure: c4/5/6 acdf instrument is an angled awl during screwed trajectory preparation through zero-p implant holder/guide awl tip has snapped off in the bone and implant holder. Implant holder was removed, with implant in-situ and awl tip was recovered using forceps. A second loan kit was available used the whole instrument to proceed with the procedure. Surgery proceeds as per normal with screws placed as per normal. Patient was fine post-surgery. No adverse event to patient. 5 minutes delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.